Event description:
While preparing the product for use, the flushport of the product was noted to be leaking. Further investigation noted that the luer hub/flushport was noted to be cracked. The product was not clinically used in the patient. There ws not reported patient injury. No additional informatin is available.